Event description:
A caller reported an error with the continuous glucose monitor (cgm), specifically mentioning cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the cgm error code did not appear again. The caller successfully started a new sensor session.